Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she experienced high blood glucose. She mentioned that the reason that she had high blood glucose was because she had a stressful day at work. Her blood glucose at the time of the incident was 415 mg/dl. The customer declined to troubleshoot for her high blood glucose. She treated with the pump and water and said that 2 hours later her blood glucose was 250 mg/dl. While on the phone, the customer was advised to check her blood glucose and it was 361 mg/dl. She was also advised her to do a correction bolus. The insulin pump will not be returned for analysis.